Manufacturer narrative:
The insulin pump powered up properly after battery installation, had operating currents within specification and no battery alarms. The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a missing end cap sticker.

Event description:
It was reported the customer's insulin pump had battery issues. The father stated they were replacing batteries every three to four days. The customer's blood glucose was 136 mg/dl. Troubleshooting found the customer's battery did not last for more than one week. The father also reported receiving a button error alarm on the insulin pump. The father could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).